Event description:
Patient reported right side ruptured device, pain and swelling. The device was explanted. Subsequently further information received from hcp reporting capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Date provided is a scheduled explant date.

Event description:
Patient reported right side ruptured device, pain and swelling. Device remains implanted.

Event description:
Healthcare professional additionally reported capsular contracture baker iii. The device was explanted.